Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "speaker is faint/cutting out" was confirmed when powering on device and heard low to no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the rear case. The rear case required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker made faint/cutting out sounds. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.